Event description:
It was reported that there was an abrupt increase in the right ventricular (rv) lead pacing threshold and an increase in impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. There were no anomalies found. The proximal conductor was kinked/buckled; there was blood (not obstructed) on the conductor; the outer insulation was melted and had environmental stress cracking. It was visually noted that there was apparent explant damage.